Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an inflammatory reaction. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a massive inflammatory reaction coincident with 5ml actifuse usage during a spinal surgical procedure. The reaction was manifested by leukocytosis, fever and increase in c-reactive protein. The reaction occurred on the first post-operative day after use of the product. The cause of the event was not reported. On unreported date(s), the patient was treated with unspecified broad spectrum antibiotics (route, medication, dosage, frequency, and duration not reported) for the inflammatory reaction. Hospitalization was ongoing. The patient was recovered from the event and it was reported that the ¿symptoms were depressed, wound healing was now ¿ok¿, there was no further inflammation, and no fever&#56224;no additional information is available.